Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a spinning spiros closed male luer, 10 units where it was reported that during a 5-fu pump infusion, the spiros device came unscrewed from the pump tubing. It did not unscrew from the blue clave but from the pump tubing itself. They reported that once screwed on, it should just spin and not be able to unscrew. This event occurred in the topsham office. There was patient involvement but no reported harm.